Manufacturer narrative:
(B)(4). Brand name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells. UDI: (B)(4). Concomitant medical products: item# 00620005420 shell porous with holes 54 mm o.d. Lot# 61215875; item# 00784301606 femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 16 16 mm distal dia. 160 mm length lot# 61601513; item# 00625006525 bone scr 6.5x25 self-tap lot# 61738462; item# 00625006530 bone scr 6.5x30 self-tap lot# 61724514; item# 00877703603 bioloxâ® option, head, l, ã¸ 36/+3.5, taper 12/14 lot# 2911123. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00772; 0002648920 - 2019 - 00124.

Event description:
It was reported that during a revision due to infection, the patient lost 800 ml of blood intra-operatively. No additional patient consequences were reported. Antibiotic spacers were placed. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon review of the event, it has been determined that this event was a result of a coinciding procedure, and will be reported under medwatch 0002648920-2019-00119. The initial report was forwarded in error and should be voided.